Event description:
The customer reported the system would not boot up and "fluoroscopy was inhibited". There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.